Manufacturer narrative:
Patient city:(B)(6) patient country: canada based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).

Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 as tape did not stick and infusion set was in use for less than one hour.